Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On introduction of ceramic inlay after no trouble putting the pinnacle pan in by lightly hammering, the inlay shows on avulsion on the edge. Perhaps the inlay was slightly tilted, but it was only lightly hammered with the appropriate "nachschläger", and immediately the border/edge has been blasted. This can then be easily removed and after careful rinsing a new inlay is set. There was a 5 minute delay of the surgery. No harm to the patient.